Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a routine check. Review of the patient¿s remote history revealed noise on the patient¿s right ventricular lead beginning in (B)(6) of 2017. The noise was not reproducible in-clinic. The noise was low-level and non-physiologic, but did not appear to be as a result of electromagnetic interference. A source of the noise could not be identified. Reprograming was performed. The patient will be followed normally.